Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported to our affiliates in (B)(6) by the patient¿s son, the patient expired approximately 1 month post tavr procedure. Per the report, the patient had a blood clot due to complications from the surgery. No additional information is available at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), thrombus is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. In this case, the device was not returned for evaluation as there was no allegation of device malfunction. Despite multiple attempts, the medical facility did not respond to edwards requests for additional information. The cause of death is unknown and there is insufficient information to determine the cause of the thrombus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.